Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. Customer's blood glucose was 221 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.